Manufacturer narrative:
Intermittent shocking of lithotripsy device during procedure. The malfunction occurred during the procedure while the patient was under anesthesia. There was a 45 to 60 minute delay of the procedure and the patient remained under anesthesia (doctor's decision) until a replacement lithotripter was brought in to complete the procedure. No patient injury was reported. The original device was repaired in the field and returned to service.

Event description:
Intermittent shocking of the lithotripsy device during the procedure.